Manufacturer narrative:
Manufacturer's investigation conclusion: although multiple pump stop events were confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured pump stop events, as well as associate alarms, on 30aug2019 at 8:40 pm, 31aug2019 at 8:45 pm, and 31aug2019 at 9:48 pm. All of the events occurred while the system was operating on both the power module and batteries. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 15" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear and black rescue tape on the outer silicone jacket at approximately 2-5¿ from the controller connector. Examination of the driveline found moderate shield breakdown approximately 1-5" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient ultimately received a pump exchange on 18sep2019 and heartmate ii lvas, serial number (B)(6), was not returned. Multiple attempts for additional information regarding product return were sent to the customer and no further detail was provided; however, to this date, the device has not been returned for evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years, 10 months, 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013 received email with hm2 log file for analysis from customer as follows: good morning. We have a patient ((B)(6), (B)(6) 2012) that is having pump stoppages in a non-grounded state. The patient admits to not hooking up to a power module for months. Working on log files. Actions performed: log file reviewed and email response submitted as follows: below is a summary and graph for the hm2 log file submitted for analysis on patient iw. The data showed 5 pump stops and 5 low speed advisories on (B)(6) 2019 as well as intermittent driveline fault alarms between (B)(6) 2019 and (B)(6) 2019. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. Any information such as if the percutaneous lead was exposed to any trauma, has the patient gained or lost a significant amount of weight or if specific patient torso movements caused alarms will be helpful in possibly identifying the area of concern. In addition please let us know if the patient was symptomatic. Per your request a team of abbott engineers will be onsite tomorrow, (B)(6) 2019, to perform an external percutaneous lead repair. They will contact you with their expected arrival time. Noted that an x-ray was provided under separate email and was unremarkable. No further or additional information was provided.